Event description:
It was reported that a user became stuck in the fill tubing sequence and, due to difficulty recalling events, was uncertain whether (B)(4) units of insulin were delivered, after which the system was guided to exit the sequence and resume insulin delivery; blood glucose rose from 166 mg/dl to 212 mg/dl following a meal, and education on infusion set changes was provided. Symptoms included hyperglycemia. Outcomes included temporary elevated glucose without medical intervention or use of backup therapy. Investigation included troubleshooting with the user and provision of educational resources. Investigation of this case revealed cause of the hyperglycemia was unclear. It was concluded that no device alerts or alarms occurred and the event resolved with monitoring and continued use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.